Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high" mg/dl. Reportedly, customer did not bolus after eating. Bg was addressed with a bolus via the pump. No additional patient or event information was available.